Manufacturer narrative:
Other, other text: h2: additional information: see b5 and h6 (patient code) h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was not able to be confirmed. The device's delivery accuracy was assessed with three different tests; all of the tests were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Therefore, there was no fault found with the pump.

Event description:
Additional information was received indicating that there was no incident while the pump was in use.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump over infused by a volume of 15%. No patient injury or complications were reported in relation to this event.